Event description:
It was reported that the patient¿s pacemaker had been found in backup mode. No programming changes or interventions were reported. The patient¿s condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented to the clinic experiencing pocket stimulation which occurred when the device switched to unipolar mode. Programming changes were performed by reprogramming the pacemaker to dddr mode. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct therapy date should have been the (B)(6) 2025, rather than (B)(6) 2025.